Manufacturer narrative:
D4 gtin - corrected h4 manufacturing date ¿ added d4 expiration date - added due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject balloon catheter was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. It is unclear what type 0.014¿ guidewire was used. The subject device dfu states "the occlusion balloon catheter is designed specifically for use with a stryker neurovascular 0.014 in (0.36 mm) guidewire. Compatibility with other guidewires has not been established. It is most likely that solidified contrast (70-80% contrast solution) at the tip of the catheter shaft caused the deflation issue but as the device was not returned for investigation this could not be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon difficult/unable to deflate during use¿, balloon or balloon catheter friction and balloon difficult to insert'.

Event description:
It was reported that during an anterior cerebral artery (aca) ruptured aneurysm coil embolization case, subject balloon was inflated at the target site and physician attempted to deflate the balloon, but it did not deflate completely. Therefore, physician removed the subject balloon from patient's body and used another device to complete the procedure successfully. There were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported that during an anterior cerebral artery (aca) ruptured aneurysm coil embolization case, subject balloon was inflated at the target site and physician attempted to deflate the balloon, but it did not deflate completely. Therefore, physician removed the subject balloon from patient's body and used another device to complete the procedure successfully. There were no clinical consequences to the patient reported as a result of this event.